Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the diluent dispenser was faulty. The fse replaced the diluent dispenser, which repaired the failing backgrounds. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported coulter lh 780 hematology analyzer was failing red blood cell (rbc) and platelet (plt) backgrounds while performing start up. The customer reported there were bubbles at the top of the dispenser. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.